Event description:
Received a copy of customer's maude report from FDA which states " girl with moyo moya, kidney disease and developmental issue was housed in the pediatric ICU. Several crucial medications were bring administered by alarms pump modules. The rn noted recurrent air alarms on the pump modules, despite the absence of air in the system and despite the rn cleaning of the sensor. Also module 2 gave recurrent "channel alarm" messages and failed. The rn had to replace 4 different pump modules in order to administered the medications. Module 3 also gave a "tubing occluded" message when the tubing was not, in reality, occluded. The rn removed the faulty equipment from use and notified (B)(6). The pcu was left in use to administer norepinephrine, which would not safely be stopped at the time."

Manufacturer narrative:
(B)(4). Conclusion code field left blank - no available code for undetermined or unk cause. Ref associate reports: 2016493-2015-00190, 2016493-2015-00199. Pt info requested and all available info is included. The customer's report of recurrent channel alarms was confirmed via log analysis but was not reproducible during the investigation. The device recorded two occurrences of a channel malfunction on the reported incident date. The channel malfunction alarm events were recorded as error code 240.4150.0, a sensor broken high output reading failure associated with the bottle side (upper) pressure sensor. Testing and inspection found no malfunctions with the device that can offer an explanation for the occurrence of the incidents. The root cause for the pressure sensor malfunctioning was not definitively identified.